Event description:
As reported, 2 days after the stenting was done, patient came back due to st elevation myocardial infarction stemi and in stent thrombosis was noted. Patient was on antiplatelet drugs previously. The patient then switched to a different anti platelet drug after the procedure. The medication wasn¿t in the body of the patient long enough to cause the 4 elunir ( sizes are as follows: elunir 3.0x17 us, elunir 3.0x12 us, elunir 2.5x12 us, elunir 3.0x12 us) stents to shut down. To complete the procedure, non-cordis stents were added and placed in the mid circumflex and mid left anterior descending (lad) artery. The device will not be returned as it is implanted. This is one of four products involved with the reported event. The report reference number for the other three complaints are 1016427-2019-03636,1016427-2019-03638 and 1016427-2019-03637.